Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
While the user was attempting to confirm return blood after catheter insertion, both blood and air were aspirated in the syringe. The syringe and injection hub of the catheter were directly connected at that time. The catheter and syringe were replaced.

Manufacturer narrative:
Qn# (B)(4). The customer returned a 2-lumen catheter, two guide wires and the product lidstock for evaluation. The arrow raulerson syringe (ars) was not returned for evaluation. No evidence of use was visible on the returned components. Visual examination of the catheter and guide wires did not reveal any defects or anomalies. The length and outer diameter of the catheter body was measured and was found to be within specification. The catheter was tested by submerging the distal tip in water and aspirating through each of the extension lines using a lab inventory ars. The catheter functioned as expected. A device history review was performed on the ars and no relevant manufacturing issues were identified. The instructions-for-use (IFU) supplied with this product cautions the user "use only securely tightened luer-lock connections with any venous access device (vad) to guard against inadvertent disconnect." The IFU also warns the user "do not aspirate with guidewire in place or air may enter syringe." The customer complaint of the ars leaking during use could not be confirmed through evaluation of the returned sample. The customer returned the catheter and guide wires which met all relevant dimensional and functional requirements. The ars was not returned for evaluation. A device history record was performed and no manufacturing issues were identified. Without the ars to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: while the user was attempting to confirm return blood after catheter insertion, both blood and air were aspirated in the syringe. The syringe and injection hub of the catheter were directly connected at that time. The catheter and syringe were replaced.